Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), delivered multiple rounds of antitachycardia pacing (atp) and shocks to treat ventricular tachycardia (vt). During one episode, the anti-tachycardia pacing (atp) accelerated the rhythm, and a 21-joule shock failed to convert the arrhythmia. Two subsequent 41-joule shocks also failed to fully convert the rhythm but successfully slowed it to below 140 bpm. The device was reprogrammed to address these events, and a potential noninvasive programmed stimulation (nips) procedure is under consideration. This device remains in service. No additional adverse patient effects were reported.